Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been no stimulation sensation for the prior two weeks. There was no known accident or incident related to the event. Impedances were > 4,000 ohms on all bipolar electrode pairs. Additional information has been requested, but was not available as of the date of this report.